Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The discordant result was reported and questioned by the physician(s). Sequential samples were drawn and processed. The new patient sample results were lower. The original patient sample was reprocessed and a lower result, considered true was obtained. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant, falsely elevated high-sensitivity troponin I result on a patient sample obtained on a dimension exl 200 system. Siemens is investigating the event. Mdrs 2517506-2022-00023 and 2517506-2022-00025 were filed for the same event.

Manufacturer narrative:
Additional information (24-feb-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and information provided by the customer. During the investigation it was ascertained that the customer was using the product outside of siemens recommendations in a non-standard use. The instrument data shows that the dimension exl system was recovering high sairs (service test performed with an empty reaction vessel on the loci reader as part of system check). This appears to be a direct result of the non-standard use. During the time of the discordant cardiac troponin I (tnih) result, no other system issue was identified. Hsc cannot rule out a potential sample integrity/handling issue as well as the non-standard use. A potential product issue has not been identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation initial MDR 2517506-2022-00024 was filed on 26-jan-2022. MDR 2517506-2022-00023 and MDR 2517506-2022-00025 were filed for the same event. MDR 2517506-2022-00023-supplement 1 and 2517506-2022-00025-supplement 1 were filed for the same event. New information: based upon the investigation performed by hsc, the new information below indicates the customer sample ID number for the reported result along with the dimension exl instrument sample numbers and times the samples were processed. Sample ID (B)(6). Drawn (B)(6) 2022 at 20:58 tnih = 168.4 (exl de272229/ sample ID (B)(6)). Drawn (B)(6) 2022 at 23:04 tnih = 8.7 (exl de272229 / sample ID (B)(6)). Drawn (B)(6) 2022 at 23:46 tnih = 5.6 (exl de272229 / sample ID (B)(6)).